Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.

Event description:
It was reported that the micro sagittal saw leaked a black substance and overheated during a case. There were no pt or user injuries, and no adverse consequences.